Manufacturer narrative:
Reporter information: (B)(6). The asp evaluated the device on site. The asp tested the device and did not observe any abnormalities during operation, the device works normally. The asp noticed that the oxygen cable is broken but works normally and recommended to the user to use/replace only accessories approved by philips. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. No device malfunction was observed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating the shock is affected during cardioversion. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.